Event description:
A caller reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, and after being guided through a pump reset, the issue was resolved successfully, and the sensor session was started without further errors.